Manufacturer narrative:
It was noted that the device is not available for evaluation. Should additional information become available, it will be provided in a supplemental report upon completion of the investigation. The information in this report was provided by stryker orthopaedics legal affairs department. No additional information is available at this time due to the ongoing litigation. Should additional information become available, the evaluation summary will be submitted in a supplemental report.

Event description:
It was reported through the filing of a lawsuit that allegedly the patient was implanted with a tritanium acetabular cup in his right hip on (B)(6) 2014 and following the implantation began experiencing discomfort and increased right hip and right groin pain. It is further alleged that in light of worsening symptoms the patient was revised on (B)(6) 2018 and during the surgery, the surgeon noted that he was able to remove the cup "very easily" using only "hand pressure" and stated "notably, the cup had no bony ingrowth on its surface".